Manufacturer narrative:
Updated data: b3,b4,g3,h2,h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - 21941-353),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer after checking the unit found ECG cable does not work and need to be replaced. Waiting for the customer to purchase the parts quoted by the technician. No parts will be returned to the hospital as the customer did not authorize the removal of parts of the equipment.no further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) ECG cable does not work. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.